Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the evaluation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. No further information is available at this time. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 30, 2018, it was reported that the device was not cutting properly. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet surgical was not performed since the customer did not return the device for evaluation. The customer purchased a new device to replace the reported product. Repair of the air dermatome was not performed by zimmer biomet surgical since the customer did not return the device for evaluation. The customer purchased a new device to replace the reported product. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device not cutting cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.